Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse discovered that battery number 2 only lasted 30 minutes during the run time test. To fix this issue, the fse replaced the battery. In addition, the fse performed preventive maintenance with the repair and performed all functional and electrical safety checks to meet factory specifications. The iabp was subsequently released to the customer and cleared for clinical service.

Event description:
It was reported that during transport of a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown twice. Customer requested for the iabp to be checked out. No adverse event was reported.